Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report the customer was having issues with the quicksets and receiving no delivery alarms when changing sites. It was reported that the alarm happened during manual prime. The customer stated the alarm was cleared by a complete set change. The customer's blood glucose level was unknown. The customer was sent a replacement device, and no products were returned for analysis.